Manufacturer narrative:
Post market vigilance (pmv) led, an evaluation of two devices opened by the account. Each device was received in pieces. The trocar head of each device was snapped off. The envelope seal of one device was disengaged from the trocar. Functional testing was precluded due to the observed damage. A secondary condition of broken trocar was noted. Replication of the observed secondary damage may occur as a result of rough handling of the device. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a lap-extensive total hysterectomy, one hour after the operation has started, the trocar made a strange sound. One hour later, another trocar made a strange sound. It was slightly damaged on the seal. New ones were opened to correct the problem. The last patient status was good.